Event description:
It was reported that the left ventricular lead dislodged and was extracted. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. Unable to measure the s-curve height due to as received condition of this region consistent with procedural damage.